Event description:
Initial report received on (B)(6) 2010: this case was reported by (B)(6) via (B)(6). This group is conducting an injectable filler safety-study. The aim of the study is to register adverse events to these injectable filler materials in (B)(6). This case involves a (B)(6) female patient. Relevant history included treatment with hyaluronic acid (juvederm) in (B)(6) 2001 and (B)(6) 2002, location: upper lip. On (B)(6) 2005, the patient was treated with poly-l-lactic acid (sculptra, batch-no. Unknown); application site: upper lip. Starting on (B)(6) 2006, the patient suffered from nodules/induration (moderate intensity) in the area of the upper lip. Corrective treatment included gramicidin/neomycin sulfate/triamcinolone acetonide. Outcome: signs and symptoms improved. Additionally, the patient developed an abscess (mild intensity) in the area of the upper lip. Corrective treatment included antibiotic. Outcome: recovered with sequelae at the time of the report.